Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.